Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging the solder joint connection on the pulse wires. The root cause for the strained cable was excessive force. Investigation underway. See car-1142. There was no adverse event that resulted from the damaged belt.